Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced persistent pain two weeks following implant of the right ventricular (rv) lead. A computerized tomography (CT) scan revealed the lead had perforated through the rv to the lung resulting in a mild pericardial effusion. The lead was extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted no tissue on the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.